Event description:
The customer called and reported receiving no delivery alarms on the insulin pump. Customer stated she experienced both high abnd low blood glucose. Customer refused all troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.